Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The ventilator's ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.